Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: red particles observed in the surface of the shell. Wear abrasion observed on the device. Creases observed on the device. Observed opening on anterior side assessed as surgical damage. No further actions are required as the device was implanted. Additional, corrected and/or changed data.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii." Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis results: visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.